Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. Pt's ipg and lead was removed due to infection.